Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6.2 failed to stay closed and rails had issue. A field service engineer shutdown the station, replaced the damaged drawer with a new drawer due to damaged rails, rebooted the station, configured the drawer and successfully opened and closed the drawer and cubies using the hardware test application (hta), confirming proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie drawer 6.2 would not close due to a rail issue. The customer confirmed that the back of the auxiliary unit had been opened and that nothing was blocking the path. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.